Event description:
The customer reported that the system will not initiate fluoroscopy. The machine will not power up and will not fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep removed all three boards, cleaned the edge connectors, and reseated them. The system is functioning as intended.